Manufacturer narrative:
Sample was evaluated and no pinch or blockage observed. Able to introduce water in all returned pieces. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. No substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. Do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall.

Event description:
It was reported that it was difficult to deflate the catheter after 10 days use. The catheter was removed after the balloon had been burst by the needle.